Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was low pacing lead impedance (pli) noted on the right ventricular (rv) lead. There were also noise episodes noted which resulted in oversensing. Diagnostic imaging was performed and the suspected cause was subclavian crush syndrome. The lead was capped and replaced and the patient was stable with no consequences.